Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced early elective replacement indicator (eri). The device was explanted and replaced. The right ventricular (rv) lead was also reported to have high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.